Event description:
During an embolization procedure, the enterprise stent delivery system could not be advanced through the prowler select plus microcatheter and the enterprise delivery system was stuck in the microcatheter. Both products were removed as a unit and there was no patient injury, except the target vessel was lost. The procedure was completed with another microcatheter and enterprise delivery system.

Manufacturer narrative:
The microcatheter had an indwelling time of 10 minutes. Both products were prepped according to (IFU) information for use guidelines. During flush, saline did come out of the microcatheter, and the microcatheter was introduced via catheter. There were no issues with the guidewire. After the products were removed from the patient, there were no issues noted on the stent delivery, stent or microcatheters (kinks, bends, cracks, broken areas, etc). The product is available for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt.